Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was receiving low battery alerts on their insulin pump. Customer stated they had just replaced their battery two days earlier. The customer also reported a battery out limit alarm on their insulin pump. Customer also reported their battery cap was missing. Customer was also advised the battery out limit alarm was normal insulin pump behavior. The customer will be receiving a replacement battery cap. The customer's blood glucose was unknown. No additional information provided.